Event description:
The surgeon said that the reason for revision was infection.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The above components were removed during hip revision surgery . The surgeon said that the reason for revision was infection. Neither the surgeon nor hospital have requested a report. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified no other reports against the product/lot code combinations. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.